Event description:
Rptr concerned about new feature on multiple ambu bag's (states more than 1 MFR). A medication administration port has been added to prevent exposure versus disconnecting bag from et tube. The medication port is on the opposite side (opposite the oxygen supply tube). Both ports are similar; if the port is used incorrectly a life threatening situation ensues. Results in high pressure, in a closed system, lungs over inflate, rupture, pneumothorax, death. There is no way to release pressure, no way for exhalation. Rptr aware of two deaths, one pt already dead when started care, other pt died when used the device. Rptr notified the distributor and the MFR (left message on answering machine for MFR). Rptr told by user facility that they would handle reporting through their internal system. Rptr also notes that the packaged instructions, the internet (posted) incorrectly demonstrated how to use the medication port. Rptr states that observed the distributor remove the on-line (internet) user instructions/picture. Rptr believes this is an emergency situation requiring immediate action.